Event description:
It was reported that during a foot surgery the tip broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation was confirmed. One packaged ar-8737-62 batch 1391942 was received for evaluation. Visual inspection noted that the tip of the instrument threaded tip was broken off. No functional testing was performed as the instrument was broken off. Due to the breakage, the instrument's overall length is shorter. Drawing c15892 at revision 3 measurement: 4.4 ± .01 result: 4.29. The most likely cause of the reported failure is a user error, as mechanical damage to the device such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.